Event description:
The customer reported via phone call that she was hospitalized for high blood glucose levels nine times in 2014. The customer stated that her blood glucose level at the time of one hospitalization was almost 800 mg/dl. The customer stated that she woke up feeling sick and her blood glucose level was high. Customer also stated that she was not coherent or able to think clearly. The customer was unable to remember much detail about the other hospitalizations. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.